Event description:
Upon removal of the device from the sheath, the nosecone separated from the catheter. The device was removed without further complications. No patient implications.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions. Retroactive audit of complaint files determined filing.